Event description:
It was reported by service report that the head of bed would not stay up. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Eval results: fowler.